Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported by the patient indicated they were experiencing dizziness.

Manufacturer narrative:
Concomitant medical products: dtma1q1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling "lethargic." Additional information obtained via follow-up noted that the patient was experiencing diaphragmatic stimulation. The left ventricular (lv) lead will be reprogrammed and remains is use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing "hiccups," and symptoms continue after reprogramming.